Event description:
It was reported to philips that the device was unable to complete the test. There was no patient involvement.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device was unable to complete the test. Additional details have been requested. The device was reported to be in use, however, no direct adverse event to the patient or user was reported.